Manufacturer narrative:
Upon troubleshooting with the customer, it was determined that the device was stored outdoors without any protection during a rain storm, which is outside the intended environmental conditions for this device. This resulted in potential risk to the AED's functionality. The customer was advised to remove the AED from service. The proper maintenance procedures for the AED were reviewed with the customer, emphasizing the importance of keeping the device dry and protected from environmental factors such as water exposure.

Event description:
The customer reported their AED was exposed to water during a rain storm. Following this exposure, the device's asi bagan flashing red. They reported that this did not occur during patient use.